Manufacturer narrative:
The other relevant components include: product ID: 8596sc, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there were no anomalies with the device. Analysis of the catheter found that there was a non-significant indent in the deal, and it did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider via a manufacture representative on (B)(6) 2017 regarding a patient receiving fentanyl (4000mcg/ml at 1149mcg/day) via an implanted infusion pump. The indications for use included spinal pain and post-lumbar laminectomy syndrome. It was reported that the patient had been experiencing atypical withdrawal and made several emergency room (ER) visits since (B)(6) 2017. A dye study was performed, and the pump and catheter were found to be patent. Nothing was noted in pump logs. The pump and the pump segment of the catheter were replaced on (B)(6) 2017, and during the procedure the catheter aspirated perfectly. The issue was considered resolved and the patient's status was alive - no injury. There were no known environmental, external, or patient factors that were thought to have led or contributed to the issue. No further complications were reported or anticipated.